Manufacturer narrative:
The customer reported that, while using the multigas unit, the readout for the anesthesia gases showed low gas concentrations and low mac and gave incorrect monitored gas values. The gases read lower than what the tech was pushing out and the mac was .5/.6, which is also low. The gas analyzer also gave readings for isoflurane when only desflurane and sevoflurane were in use. Nihon kohden technical support (nkts) provided troubleshooting tips, including changing the water trap and sampling lines, and changing the interior tubing, however the issue persisted. Nkts then suggested purchasing gas to perform a calibration. The customer then replaced the multigas unit with a spare device to resume monitoring of the gases. The customer was sent a loaner to continue troubleshooting. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that, while using the multigas unit, the readout for the anesthesia gases showed low gas concentrations and low mac and gave incorrect monitored gas values. The gases read lower than what the tech was pushing out and the mac was .5/.6, which is also low. The gas analyzer also gave readings for isoflurane when only desflurane and sevoflurane were in use.

Event description:
The customer reported that, while using the multigas unit, the readout for the anesthesia gases showed low gas concentrations and low mac and gave incorrect monitored gas values. The gases read lower than what the tech was pushing out and the mac was .5/.6, which is also low. The gas analyzer also gave readings for isoflurane when only desflurane and cevoflurane were in use.

Manufacturer narrative:
Details of complaint on 5/14/2018 customer stated that gas unit gives low gas concentration readings, low mac values, on and incorrect gas names. Customer did not clarify what the concentration readings were compared to the expected values. When using only desflurane and sevoflurane gases, the device also give readings for isoflurane. Service requested: repair. Service performed: repair. Investigation result: operator's manual revision j stated that when anesthetic gas name displayed on the bedside monitor is different from the actual gas, one of the four possible causes were a failure of multigas unit. Nka repair center evaluated the device and recommended replacing cd-237p gas unit sensor to resolve the issue. When repair services completed replacing the sensor, the issue was resolved. Device operated to manufacturer's specification. Device was put into service on 7/20/2012. Service history for this device shows one incident of zero cal issue reported on 10/23/2018. The root cause for the calibration issue was not determined. As maintenance and usage information for the gas unit is not available, the root cause for the failed sensor cd-237p could not be determined. Device functioned as intended past the five-year warranty period. Additional information: b4. Date of this report; d10. Device available for evaluation? E2. Initial reporter; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information; device evaluation; h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes; h10. Additional manufacturer narrative. The following fields are not applicable (n/a) to this report: a2 - a6; b2; b6; b7; d4 lot # & expiration date; d4. UDI # : pre-UDI requirement; d6 - d7; d9; d11& c2; f10; g6; g8; h7; h9.